Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch; unable to perform functional test including rewind basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, self test, a21 error test or verify e70 error alarms due to motor error alarm. The insulin pump was received with cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, minor scratched lcd window and stained end cap sticker.